Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a damaged latch. There was no evidence in the event history log. Functional testing was able to verify the reported problem. Additionally, testing found revealed error code 41860, and that the pump records over 13 million motor rotations, which is over limit. It was determined that the motor was the root cause for one reported problem. The pwa was replaced to address the error code. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that error message appearing on the screen as "motor service due". There was unknown patient involvement.